Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that after implant the valve was unable to be programmed correctly. The valve was revised and replaced with another device.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The position of the cam when received was 40 mmh2o. The valve was visually inspected: no problem noted. The valve was hydrated and tested for programming according with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux and passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. The review of lot history record confirmed the product conform to the specification when released to stock. Based on the evaluation, the device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.